Manufacturer narrative:
The complainant reported that the grip set screw on top of the wing lock pedicle screwdriver broke during surgery. There were no reported patient complications. The procedure was successfully completed with an alternate driver from the surgical set. A visual assessment of the returned pedicle screwdriver showed an instrument with repeated use. The square thread detail at the distal end of the driver was fully intact. The grip set screw was broken from the instrument and not returned. A functionality assessment could not be performed due to the grip set screw being broken from the instrument. It is unclear how the grip set screw was broken from the instrument during a surgical procedure. It may be possible that the grip set screw could break if it were rotated with excessive force. The grip set screw secures the hex shaft and sleeve to rotate together. If the hex shaft and sleeve were rotating independently of one another, excessive rotational force could be applied to the grip set screw to secure the components, resulting in it breaking from the instrument. It may also be possible that the grip set screw could be broken if it were inadvertently impacted during the surgery. A DHR review was performed. The device met all required specifications prior to being released to distribution on 01/18/2013.

Event description:
The complainant reported that the grip set screw on top of the wing lock pedicle screwdriver broke during surgery. There were no reported patient complications. The procedure was successfully completed with an alternate driver from the surgical set.